Event description:
The facility reported difficulty getting fluid to flow using gravity infusion. The unit was returned, with no improvement. The nurse believes it was a problem with the pt, not the system. A lensectomy had to be performed and the silicone oil removed. The pt outcome was not provided. Additional info was requested, but the doctor declined to complete the questionnaire. No add'l info is expected.

Manufacturer narrative:
Technical support advised the customer to check the drip chamber and tubing set. The doctor was using fragmentation at the time of the call, and was no longer complaining of infusion problems. No additional investigation will be performed.